Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. The evaluation found tear at shaft of catheter that caused the water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could no bet assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that the catheter allegedly fell out of the patient. Upon inspection, a crack was noted on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly fell out of the patient. Upon inspection, a crack was noted on the catheter.